Manufacturer narrative:
Suspect product discarded.

Event description:
On (B)(6) 2021 a patient (pt) in (B)(6) reported a diagnosis of ou keratitis while wearing the acuvue oasys brand contact lenses (cls). The pt experienced ou redness and discharge in (B)(6) 2020, the day after initial insertion of the cls. The pt visited an eye care provider (ecp), date not provided, and diagnosed with keratitis. The ecp prescribed gatiflox every 2 hours for 1 week, a lubricating eye drop, and cl rest for 15 days. The pt reported being cleared to return to cls wear. The pt replaces cls every 2 weeks, does not sleep in cls, and uses arlyt solution to clean and store cls. On (B)(6) 2021, an email was received from the pt with attached ecp note and pictures of an os red eye. The ecp note dated (B)(6) 2021, provided diagnosis of keratitis and hyperemia ou. No additional information was provided. On (B)(6) 2021, additional information was received from the treating ecp. A representative of the ecp reported the pt was diagnosed with keratitis and was prescribed gatiflox every 2 hours for 1 week. No further information was available at that time. Multiple attempts have been made to contact the treating ecp for additional medical information. No further information has been received. This report is for the od event. A separate report will be filed for the os event. The od lot number is unknown. The suspect od cl was discarded. No further investigation can be conducted. If any further relevant information is received, a supplemental report will be filed.